Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/14/2016 device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2016 with the following findings: a review of the black box data showed evidence of short battery life with a drastic voltage drop leading to a replace battery alarm on (B)(6) 2016. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap was undamaged and able to secure on to the pump. Evidence of moisture corrosion was observed in the battery compartment. The pump was unable to power on during testing; the original complaint could not be fully tested due to this issue. The pump failed a leak test at the battery compartment. The pump cover was opened and no further moisture ingress was found.